Event description:
The site reported that when attempting to set up for a procedure, they could not connect to the location board (lb). The site swapped for the spare location board cable and tried resetting the location subsystem with no change. The site was able to manipulate the location board cable tail and get a momentary connection but not enough to perform the case. Therefore, the superdimension portion of the case was canceled with the patient already under general anesthesia.

Manufacturer narrative:
A component of the system, the location board cable tail, was replaced. The location board cable tail was returned for analysis. The evaluation of the location board cable tail determined that all 6 conductor wires in the cable were broken at the connector. This type of damage indicates that some type of excessive force had been applied to the location board cable tail. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.